Manufacturer narrative:
(B)(4). We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
The customer stated that after performing a cardiac gating procedure using the iterative model reconstruction (imr) for coronary artery evaluation, an artifact appeared on the reconstructed images. A philips clinical scientist (cs) confirmed there was no harm to a patient, operator or bystander. The cs stated the customer performed curved coronary multiplanar reconstructions (mpr) to evaluate the coronary vessels; the imr reconstruction images had irregular contrast artifacts located in the distal portion of the coronary artery and the idose reconstruction images did not display an artifact.

Manufacturer narrative:
(B)(4). On (B)(6) 2015, the customer reported that iterative model reconstruction (imr) cardiac images acquired utilizing their philips brilliance ict system, exhibited irregular contrast enhancement of the left anterior descending coronary artery. The customer confirmed that the issue occurred on (B)(6) 2015. The customer noted that the artifact could not be seen when reconstructing the raw data using filtered back projection (fbp) and idose reconstruction parameters. The customer confirmed that the issue did not result in misinterpretation or mistreatment of a patient. The issue did not result in harm to a patient, operator, or bystander. After recognizing the artifact, the customer performed a power cycle of the system and contacted the philips helpdesk. Philips service gathered image data and provided it to the business innovation unit (biu) for further investigation. Philips physics and clinical applications groups reviewed the data provided for this issue and found: all data provided from the associated complaints was reviewed by reconstructing images with imr and idose4 using different settings. Image review was conducted with cross-functional team of application specialists and application scientists. Following was observed during the image reviews: using imr body routine was applied, coronary vessels were not enhanced. Using idose4 with xcb or cb filters, coronary vessels were not enhanced. Using imr cardiac routine, coronary vessels appeared to be non-uniformly enhanced. Using idose4 with xcc or cc filter, coronary vessels appeared to be non-uniformly enhanced. The cause of this non-uniform contrast enhancement in coronary vessels while using imr cardiac routine and idose4 with xcc or cc filters is due to the filter kernel which boosts the contrast in the objects which are size of 2~5 mm. This boosting was originally designed for a better visibility of the vessels and is good for use with the automatic segmentation tools. There is no malfunction of the system; the system is working as specified. The artifact can be minimized using imr body routine filter or idose4 with xcb or cb filters which do not include low frequency enhancement. CT engineering determined this issue to be an acceptable risk. The following mitigation applies: physics design and algorithm/specs, and quality assurance with testing for different users (clinical and service) and at various times of installation (service) and usage (clinical) ensure the correct recon and post-processing. There are mitigations implemented in our system, as described above, to minimize the artifacts in the images. In addition, as written in the IFU, operators of the CT system must have received official accreditation or certificate to operate CT system as well as adequate training on its safe and effective use before attempting to operate the equipment described in the IFU. This can significantly minimize the use errors that might lead to artifacts.

Event description:
The customer stated that after performing a cardiac gating procedure using the iterative model reconstruction (imr) for coronary artery evaluation, an artifact appeared on the reconstructed images. A philips clinical scientist (cs) confirmed there was no harm to a patient, operator or bystander. The cs stated the customer performed curved coronary multiplanar reconstructions (mpr) to evaluate the coronary vessels; the imr reconstruction images had irregular contrast artifacts located in the distal portion of the coronary artery and the idose reconstruction images did not display an artifact.